Manufacturer narrative:
Additional information was received on 6/25/2020, the mentor failure analysis lab has received the device for evaluation. Patient underwent breast augmentation surgery. The investigation of the returned device was completed by the failure analysis lab on 7/7/2020. Device evaluation summary: according to the information reported, the patient developed capsular contracture. During the visual evaluation of the device, an anomaly was observed on the anterior view consistent with a crease/fold. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, statement "it was reported that a patient who underwent breast surgery with a 450cc mentor memorygel breast implant experienced right sided rupture post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date," was erroneously submitted in initial report. Correct statement is "it was reported that a patient who underwent breast surgery with a 450cc mentor memorygel breast implant experienced right sided capsular contracture baker grade iii post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date." Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Concomitant products: 405cc mentor smooth moderate plus profile xtra breast implant catalog: smpx405; lot: 7534476 serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent breast surgery with a 450cc mentor memorygel breast implant experienced right sided rupture post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information was received 5/4/2020. Patient has a planned explantation on (B)(6) 2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture baker grade iii mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
On (B)(6) 2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).